Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 275mg/dl on the contour next, was also tested on the doctor's meter and the reading was 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. New meter and extra strips were sent to the customer.